Event description:
Potential false positive (tni) troponin result was reported on triage as compared to a negative result on lab analyzer. No other cardiac markers were tested. Chemistry lab work was good. Diagnosis of non q-wave mi.

Manufacturer narrative:
Investigation pending.